Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. B.5. Describe event or problem: report 2 of 3 it was reported that during use with the bd bactec¿ peds plus¿/ f culture vials (plastic), a molecular false positive result was obtained. The patient was started on antifungal medication. The following information was provided by the initial reporter: customer reports molecular false positives, biofire results were dual positives, all organisms that grew were consistent with gram stains, no yeast seen in gram stains. 2 discrepant results reported. 1 patient was given anti-fungal medication customer reports that the patient was started on micafungin on (B)(6) 2023 @1700. H.6. Investigation summary: catalog: 442020, batch no.: (B)(6). Customer reported a molecular false positive result. Neither photos nor returned good samples were received. Bd was unable to reproduce the customer¿s experience with the bactec product based on our internal procedures and the intended use of the product. Retention samples were visually inspected, tested for viable contamination by sub-culturing on tsa, chocolate, sabouraud and schaedler agars plates, voltage output and gram stain. All results were satisfactory. Batch history record review did not identify any evidence for which the customer submitted the complaint. A complaint history review was conducted, and batch has been previously investigated for the reported defect. Complaint is unconfirmed based on retention samples and batch history record review results. H3 other text : see h.10.

Event description:
Report 2 of 3 it was reported that during use with the bd bactec¿ peds plus¿/ f culture vials (plastic), a molecular false positive result was obtained. The patient was started on antifungal medication. The following information was provided by the initial reporter: customer reports molecular false positives, biofire results were dual positives, all organisms that grew were consistent with gram stains, no yeast seen in gram stains, 2 discrepant results reported. 1 patient was given anti-fungal medication customer reports that the patient was started on micafungin on (B)(6) 2023 @1700.

Event description:
Report 2 of 2 it was reported that during use with the bd bactec¿ peds plus¿/ f culture vials (plastic), a molecular false positive result was obtained. The patient was started on antifungal medication. The following information was provided by the initial reporter: customer reports molecular false positives biofire results were dual positives all organisms that grew were consistent with gram stains no yeast seen in gram stains 2 discrepant results reported. 1 patient was given anti-fungal medication customer reports that the patient was started on micafungin on (B)(6) 2023 @1700.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.